Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the right atrial (ra) lead had an insolation defect ¿optically¿. It was noted that the ra lead and rv lead were grown together in the vessel resulting in the ra lead having a rise in threshold measurements and an increase in impedance measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a rise to high threshold measurements and an increase to high impedance measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.